Event description:
The customer observed a false negative alinity I hbsag result for one sample. The following results were provided: roche test result: 10.97 coi (roche reference range 0-0.999, positive) abbott result: 0.00 iu/ml (abbott reference range: <0.05 iu/ml, negative) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p08-78 that has a similar product distributed in the us, list number 4p53. E1 phone number complete information: (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 45458fn00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I hbsag assay for lot 45458fn00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative alinity I hbsag result for one sample. The following results were provided: roche test result = 10.97 coi (roche reference range 0-0.999, positive) abbott result = 0.00 iu/ml (abbott reference range = <0.05 iu/ml, negative) no impact to patient management was reported.